Event description:
The subject microcatheter was returned for analysis and it was discovered that the microcatheter shaft was broken/fractured during use. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was found to be kinked/bent in multiple areas, stretched and broken/fractured. A functional test for the reported 'catheter hub friction' was performed. The device was flushed, and the pin gauge was advanced into the hub without difficulties. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The reported defect was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also additional information provided by the customer indicated the excelsior sl-10 microcatheter was used to finish the procedure, a 3d 2*6 target coil and another two coils from competitor were used to finish the procedure. The catheter shaft was found to be kinked, stretched and broken. There was no friction felt when advancing a pin gauge into the excelsior sl-10 catheter hub during analysis. The as reported code 'catheter hub friction' will be assigned not confirmed. The as analyzed codes 'catheter shaft kinked/bent', 'catheter shaft stretched' and 'catheter shaft broken/fractured during use' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.